Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 7.5-8.2cm from the connector pin. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that during a follow-up, noise was observed on both ra and rv leads. The patient had received inappropriate atp therapy. No noise was reproduced with provocative test. Insulation damage was suspected on both leads. The leads were explanted. Patient was in stable condition post procedure.